Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported by a physician that with about half of their implants with this right ventricular (rv) lead model that they observe either a rv coil curvature that increases the wire pitch of the rv coil on the outside of the curve or a bent tip condition involving the distal end of the lead. They noted that both conditions reduce their ability to position the lead as they prefer. No patient complications have been reported as a result of this event.